Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation and exchange from textured to smooth implants due to the patient's concern with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: deflation: one opening on posterior assessed as fold flaw opening. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: yellow particles observed on the surface of the shell. Crease fold observed on the surface of the shell. Wear abrasion observed on the surface of the shell. Additional, changed, and/or corrected data: a2, b5, b7, d6b, d9, h3, h6.

Event description:
Healthcare provider reported a right side deflation and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted and replaced.